Manufacturer narrative:
This event was determined to be a duplicate to manufacturer report number 2916596-2021-02103. The record is closed.

Manufacturer narrative:
The disconnection of the controller on (B)(6) 2021 was reported under MFR # 2916596-2021-03410 and MFR # 2916596-2021-03411. Section a: patient information was requested, but not yet provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the log file captured driveline faults that continued intermittently. The date was off and showed (B)(6) 2021 as the date. The controller was disconnected on (B)(6) 2021 and on (B)(6) 2021, the driveline was connected and the pump started having driveline communication faults. Related manufacturer report number of controller: 2916596-2021-03350.